Event description:
It was reported that patient was experiencing slight drag of left leg. The physician reports that issue has resolved and patient is doing fine at this time. No other relevant information has been received to date.

Event description:
Further information was received reporting that physician states there was no issues with issues with patient's leg. Patient was nervous about how she was feeling after surgery and wanted to call, just be safe, to ask if these feelings could be due to vns therapy. Physician confirmed that the sensations she experienced in left leg were not caused by the vns. No other relevant information has been received to date.